Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic experiencing palpitations and fatigue in (B)(6) 2016. Upon device interrogation, the right atrial lead exhibited noise. The lead was capped and replaced successfully without any adverse consequences to the patient on (B)(6) 2016. The patient's condition was stable post procedure and would continue to be monitored.